Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement greater than 125 ohms. The patient was seen by their physician and a successful defibrillation threshold (dft) test was performed. The physician reported they were satisfied with the results and will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) continue to exhibited a shock impedance measurements greater than 125 ohms. The local area field representative reported the physician still plans to continue monitoring the situation and there were no adverse patient effects. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) continue to exhibit shock impedance measurements greater than 125 ohms. The caller stated that the out of range measurements have been chronic as a cardiac tamponade occurred during the implant procedure. The situation will continue to be monitored by this patient's physician. Should additional information become available this report will be updated.